Event description:
On (B)(6) 2022 it was reported that at 6 week post op x-rays it was found that a patient had suffered a complication and will require a revision.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. Device remains implanted.